Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was capped due to high impedance, loss of capture and a suspected lead fracture. Lead was replaced for a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was capped due to high impedance, loss of capture and a suspected lead fracture. Lead was replaced for a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.